Manufacturer narrative:
Evaluation of the returned device has not been completed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause or this event.

Event description:
The complainant has reported that a male patient (age unknown) underwent a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure with placement of plastic biliary stent in 2006. During the procedure, a portion of the guide catheter (length unknown) detached from the delivery system. A snare was utilized to remove the rx biliary stent and the segment of guide catheter. The procedure was successfully completed with use of another stent. The patient did not sustain any adverse effect as a result of this issue. The patient condition is reported as 'fine'.